Manufacturer narrative:
The device was available for evaluation. The retention rod's threaded tip was broken off and was not returned for evaluation. Not all dimensions could be checked since the broken piece was not returned. The risk of the lag screw retention rod breaking or stripping is identified. No determinations could be made as to the cause of this reported issue.

Event description:
It was reported that during a surgery the threads of a retention rod broke off and remain in the screw post operatively.